Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. The customer did not realise the units had changed and had been medicating herself based on the incorrect readings for approx a month. The customer experienced sweating and lost consciousness. There were no paramedics called; the customer's husband administered treatment. The meter is one where the customer could inadvertently change the units of measurement.

Manufacturer narrative:
The meter has been requested back for an investigation.